Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg reached end of service. In turn, surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg reached end of service. In turn, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿ipg end of life¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. Using the artemis clinicians manual to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity range would have been .95 years up to 4.2 years +/- .25-year per ¿ 90205144, for model 3660. The device provided 1.80 years of stimulation and is considered to have normal battery depletion. The total calculated capacity used by both methods of programming would have been 3997ma-hrs from a beginning of life (bol) capacity of 4225ma-hrs or 95% depletion. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.